Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples misfire and no staples come out.

Event description:
It was reported that staples misfire and no staples come out.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the stapler revealed that the sample was returned with the trigger partially engaged. The sample appears used as there was biological material found on the device. An attempt to reset the trigger was made to begin functional inspection. The sample was unable to complete the trigger cycle. The device was disassembled for further investigation. Upon disassembly, no damages were observed. The sample was reassembled, and hand pressure was applied to the trigger in an attempt to fire the first staple. The first staple formed and fired properly. No more staples fired after several attempts. The next staple appears slightly misaligned, preventing the staples from firing. It appears that the misalignment of the staple is preventing the staples from moving down the track and into the forming tool. It could not be determined exactly how or what caused the staples to misalign. A CAPA was opened to further investigate misalignment issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "staples misfire" was confirmed based upon the sample received. The sample was returned with the trigger partially engaged. The first staple formed and fired properly. No more staples fired after several attempts. The next staple appears slightly misaligned, preventing the staples from firing. It appears that the misalignment of the staple is preventing the staples from moving down the track and into the forming tool. No other defects or damages were found. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate staple misalignment issues.

Event description:
It was reported that staples misfire and no staples come out.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73a1900190 was manufactured on 01/04/2019 a total of (B)(4) pieces. Lot was released on 01/10/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73m1900409 the staplers were functionally inspected (fired) and issue reported "staples misfire" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.